Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff breakage. Patients had been intubated, it was mentioned that it was a covid patient in critical care with co-morbidities. It was indicated that they taken off the vent at the request of the family due to the severity of condition and other co-morbidities that the patient had and died as a result.